Event description:
It was reported that, "while doing a bipolar upon implantation of the extort stem 2 batches of speed set bone cement where introduced into the mixing system. Time allowed for mixing was 1 minute 20 seconds. The cement was delivered in a canister injection gun to the surgeon at approx 2 minutes. It was observed while injecting the speed set cement into the femoral canal that the cement was rapidly setting up and hardening. The exeter stem was introduced into the femoral canal at approx. 2 minutes and 45 seconds. The surgeon attempted to fully insert the stem by hand at approx. 3 minutes. Approx. 2/3 of the stem seated into the canal at which point the stem would no longer advance. The surgeon at this point elected to attempt advancing the stem to the appropriate depth by utilizing a mallot. This attempt was unsuccessful to advance the stem. Time was noted at 5 minutes and 50 seconds where the cement became completely hardened. The stem was noticeably potted (proud) in the femoral canal. The reduction of the hip could not be completed at this point. The surgeon elected to explant the existing implant which took approx. 1 hour and 20 minutes of additional surgical time. Upon extraction the surgeon elected to implant a smaller exeter stem (35.5 cdh stem) into the existing cement mantle. A trial reduction was initiated with a satisfactory result. At this point, we mixed 1 batch of simplex p bone cement. Cement was injected into the femoral canal and the smaller stem was inserted. A final trial reduction was initiated with a satisfactory result."